Event description:
The customer tested her blood glucose and received a reading of "hi" using her contour meter. She retested using another meter and received a reading of 129 mg/dl. The "hi" reading is off the grid, but the difference between the readings appears to fall in either the "c" or "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test stirps were returned for eval. Replacement test strips were sent to the customer.